Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came out from the quick release, while sleeping. Further, when the set was changed, the blood glucose level did go up a little. The site location was right upper thigh and the pump was on the same side. The infusion was being used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon visual inspection, of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.